Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed high pacing thresholds with appropriate capture and possible over sensing in the atrium. The pacemaker and ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.